Event description:
As reported : ''the locking screw did not lock to the plate. It was replaced to the other lot product and the procedure was progressed without problem.''

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported : ''the locking screw did not lock to the plate. It was replaced to the other lot product and the procedure was progressed without problem.''

Manufacturer narrative:
Correction - please refer to d9-the product was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Related to the reported failure mode regarding the locking of the variax2 screw it can be mentioned that as part of our post market surveillance activities a potential non conformity report was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this deformation from happening: caution: with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw plate interface. However, although no product related issue could be detected but a preventive action was nonetheless opened to make the design more robust against a potential over tightening by the user. If the device is returned or if any additional information is provided, the investigation will be reassessed.